Event description:
A housing of a polyaxial pedicle screw separated from the distal screw body, the event, we only know that housing came off. It can be deduced that there was a large lateral bend force beyond prescribed range action involved after the surgery date of (B)(6) 2023. Such load could be from the torsional load transfer from the overall construct due to patient motion, from the stored energy from the constructed building, or both. From the available information, the source of peeling load that caused this failure is indeterminate. No harm nor injury to the patient was reported. Surgeon has planned revision for this incident.